Event description:
Reporter alleged the aviva system memory had discrepant blood glucose results of 211 mg/dl back to back with a result of 107 mg/dl performed 1 minute apart. The location of the alleged testing was not provided. No actions were taken or treatment received reportedly. A request was made for the return of the suspect device and replacement product was sent.